Manufacturer narrative:
The impacted product was received by the failure analysis lab on september 27, 2021. The investigation of the returned device was completed by the failure analysis lab on october 4, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 13, 2021. Replacement with mentor 425cc high profile smooth silicone implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture future explant date: (B)(6) 2021 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old native american female who underwent breast augmentation revision with mentor smooth round moderate profile 325cc saline prostheses experienced left sided deflation with no trauma post procedure. The patient noted the deflation visually in the mirror. Additionally, right sided baker grade iii capsular contracture was noted. As a result, replacement surgery is scheduled for (B)(6)2021. The left sided deflation was reported initially under 1645337-2019-21452 (B)(6), 2019. On may 7, 2021 mentor received additional information and initial awareness of the right sided capsular contracture. This report relates to the right prosthesis.